Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lavh, the electrode of the 1st device peeled away when the device was used to seal the vaginal canal. The same event occurred in the 2nd device as well. Besides, the zirconia broke into pieces and fell into the patient. The doctor commented that all broken pieces had been retrieved with a forceps from the patient without converting. The target tissue might have been stiff. Especially, when the 2nd device was used, the resistance of grasping the handle was much higher than expected, because there was a ligament around the target tissue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device b - other # = (B)(4) (batch #); exp date = 05/06/2013. Manufacture date: 6/6/2011. Device a was received in the following condition; active rod present, electrode material found at the weld area, electrode broken off from assembly. The ceramic is fractured and partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. Because of the missing electrode, we were unable to test the full functionality of the instrument. The instrument was disassembled and evidence of electrode was found on the active rod. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b was received with the electrode separated from the ceramic and the electrode still attached to the active rod. The ceramic is fractured but sections are still bonded to the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60. Additionally, the jaw was difficult to open and close due to electrode separation. The batch history records were reviewed with no anomalies noted during the manufacturing process.